Event description:
Patient underwent an orbital decompression of the lateral and medial wall for grave's disease. The instrumentation (sonopet handpiece) is routinely used in the lateral wall surgeries. This is the second time the surgeon has used the handpiece for the medial wall, which is a tight space. The handpiece generates heat and burned the patient's upper lid.